Manufacturer narrative:
Device passed displacement test and self test. No unexpected device test failed alarm noted during testing. Pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete rewind. Customer was assisted with self test and insulin pump did not passed self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.